Event description:
It was reported that the patient presented to the clinic. Upon device interrogation, the atrial lead exhibited high capture thereshold. The atrial lead was subsequently capped and replaced on (B)(6) 2026. The patient remained stable throughout the procedure.